Event description:
During ablation with the rotablator advancer/catheter, the physician experienced a drop in revolutions per minute, and loud noises coming from the advancer. While removing the rotablator advancer/catheter in dynaglide, the guide wire started to spin. Upon removal, it was noticed that the wire tip (proximal to the floppy tip) had broken off in the pt. The tip was retrieved with a snare. The pt was brought back for follow-up. There was a linear dissection in the distal left main. The pt was kept in the hosp for observation; however, no surgery was reported.